Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had scratches on the front of the insulin pump. Customer's blood glucose was 6.4 mmol/l. Customer stated that the insulin was squirting out when they were trying to change the set. Customer received a compromised force sensor system alarm and stated that the drive support cap was completely gone as well as the dome label sticker. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.